Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an infusion set adhesive issue on (B)(6) 2026. The infusion set fell off the during use, leading to hyperglycemia with symptoms of nausea and vomiting. The blood glucose level was 400 mg/dl, and the patient replaced the infusion set and successfully resumed insulin delivery. No further information available.